Event description:
Plasmapheresis center reported that during second cycle on return the valve remained closed and the blood pump hemolyzed some rbc's. Some of the hemolyzed red cells were returned to donor causing system high free hemoglobin levels. Donor was treated at local hosp.